Event description:
Complainant alleged that the medics were responding to a call for a 50 yr old female pt in asystole. The medics carried the device from their vehicle into the house during a pouring rainstorm. The medics attached the device to the pt, and when the medics attempted to power up the device they received a "status 93," a "status 66" and a "status 110" message. In addition, the medics received much artifact on the device screen. The medics pushed the analyze button and the device would not analyze the pt's heart rate. The device then displayed a dot in the ctr of the device screen and a "status 56" error message. The pt subsequently expired, but the complainant indicated that the pt outcome was not as a result of the reported malfunction.